Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the middle of the procedure, the dissector's white plastic above the non active blade had discharge from the instrument. The piece fell inside the patient cavity. All pieces were retrieved. X-ray was not necessary. There was no red light observed and the device did not work intermittently prior to disengagement. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The procedure was completed by getting a new dissector. The event did not lead to or extend patient hospitalization. There was no patient injury.